Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and the helix disengaged from the helical channel. There was blood in/on the helix/lobe mechanism and the guide tooth was bent. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during implant attempt the rv lead had to be repositioned several times resulting in non-deployment of helix. Another rv lead was used. No patient complications have been reported as a result of this event.

Event description:
It was reported that during implant attempt, the right ventricular (rv) lead had to be repositioned several times resulting in non-deployment of helix. Another rv lead was used. No patient complications have been reported as a result of this event.